Event description:
It was reported that a patient was implanted with an impella cp and experienced migration of the pump into the left ventricle. The pump was explanted and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.